Event description:
On 12/20/2022, it was reported by a sales representative via email that (2) ar-2636 knotless fibertak tigerlink shuttle suture breaks before the repair suture (blue) can be pass through the implant. This was discovered during a procedure on (B)(6) 2022. It was completed by creating a new bone socket and using an ar-2923ps peek pushlock. All broken fragments were retrieved and due to delay in the case, patient was administered additional anesthesia.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.